Manufacturer narrative:
The manufacturer made three attempts to follow up with the author, but no information was received. As such, no investigation could be performed. As no investigation could be performed, the root cause of the events cannot be determined.

Manufacturer narrative:
Device disposition not presently known.

Event description:
The following event was reported via the paper titled "outcomes of solo smart valve in a single center experience of 270 patients" by liu h, et al.: it was reported that two patients with solo smart valves died during the follow-up period (mean time to follow-up was 3.6 years) due to cardiac arrest. No other information was provided.